Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the device performed to specification. During visual inspection of the multi-function cable used, the gasket was observed to be missing and the defib receptacle pins showed evidence of fretting. Review of the device activity logs confirmed the reported problem. The defib receptacle and the multi-function cable were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) year old female patient, the device restart/reboot itself multiple times. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.